Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The malfunction was caused by user operation. The fan was clogged inside due to external damage. It is likely the user may have dropped the device. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found.

Manufacturer narrative:
The device was returned to the service center for evaluation. The power socket inlet cover was bent however this does not affect the overall functionality. The fan prompted an e337 error code, when the device was started up, the fan was noted to be externally damaged and the blades were jammed against side. In addition, the heat spacer on the top cover of the device was damaged. The cause of the fan damage cannot be determine at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a reportable malfunction during estimation. There was no device issue or patient injury reported.